Event description:
A customer contacted physio-control to report that their device had powered off several times during patient use. There were reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off several times during patient use. There were reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
A stryker customer quality engineer (cqe) reviewed the pco files corresponding to the reported event date and identified that device shut downs did occur, however since no keylogs are available it cannot be confirmed if these were unexpected shut downs.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered off several times during patient use. There were reports of harm to the patient as a result of the reported event.